Manufacturer narrative:
Reporter first name: (B)(6) reporter last name: (B)(6) reporting institution name: (B)(6) reporting address line 1: (B)(6) reporting address postal: (B)(6) reporting address state: (B)(6) reporting address city: (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the device displayed treatment button fails during self test. There was no patient involvement.